Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that her new magnets were not working. Reporter would usually feel a tickle in her throat when she would swipe her magnet, but she did not feel it. Attempts have been made to obtain further information regarding the reported event, but no information has been provided. The cause of the magnet failure is unknown.